Event description:
It was reported, the rigid scope was broken. The issue occurred during reprocessing. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the glass at the distal end was damaged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The device evaluation found that the outer tube was bent, there were dents on the distal edge, a cracked meniscus, and debris on the optical system. Based on the results of the investigation, it is likely that the subject device was damaged by an excessive force during use, or a blow or fall on the tip of the device. The broken lens was a result of the bent outer tube. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.